Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket stimulation from the left ventricular lead in a doctor's office. The device was programmed to rv only pacing and the patient will continue to be followed-up. There were no adverse consequences to the patient other than device pocket stimulation.